Manufacturer narrative:
The complaint was verified, and the most plausible root cause associated with this failure is not adhering the IFU. Based on the results of the evaluation, the suture was most likely dropped during tensioning. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a magnum 2 knotless implant, the winding mechanism wire failed to tension the suture once anchor was inserted. The anchor was removed and the procedure was completed by drilling new bone holes and using a backup device. There were no significant delays or patient complications reported as a result of this event.